Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). Full event side address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre use inspection that a cardiosave intra-aortic balloon pump (iabp) had alarm electrical detection equipment code #3. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6- medical device problem code.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, b5, d9, e1: initial reporter name, e1 event site telephone, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) observed that the positive and negative pressures of the detection equipment could not be adjusted to normal values, and the drive motor failed. After replacement of scroll compressor, the function parameters of the detection equipment were normal and delivered for clinical use.

Event description:
It was reported during pre use inspection that a cardiosave intra-aortic balloon pump (iabp) had alarm electrical detection equipment code #3. The customer replaced it with another equipment. There was no patient involved.